Event description:
The layer user/patient contacted lifescan (lfs) on 11/30/06 alleging segments were missing on his ultra meter. A medical affairs specialist (mas) mailed a letter and listened to the recorded call since the user could not be reached for further clinical info. The pt has had the meter for 6-8 months and claims that segments were missing on his ultra meter for several months and had a difficult time interpreting the readings. He did not test every day due to the segments missing and the days he did not test, he treated himself with a set amount of insulin. He was told from his physician that if his blood glucose reaches a certain amount, he is suppose to increase his insulin; however, since he was unable to interpret the readings, he treated himself with a set amount of insulin. On the afternoon in 2006, the pt claims that he went to the ER, because he could not interpret the readings and experienced frequent urination, felt dehydrated and tired. There is no info on what the reading was on the meter at the time of the event. There is also no info on whether the pt tested his blood glucose in the morning. He felt his blood glucose was high based on his symptoms and he treated himself with an unknown amount of insulin prior to going to the ER. In the ER, his blood glucose reading was 571 mg/dl on the hosp device. The pt was treated with insulin via IV and was "treated every hour in the ER". Customer care advocate (cca) was unable to resolve the issue and sent the patient a replacement meter and testing supplies. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how often the pt tests, how long he was in the ER and how many days prior to the event was the pt experiencing missing segments. The complaint is being reported as the pt alleges missing segments on the meter and the pt later experienced symptoms and was treated for hyperglycemia by a healthcare professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.